Event description:
Customer reported a past high blood glucose event with the highest level displayed as "high," though the specific value was unknown. Cause was unknown. The customer managed the situation with a correction bolus via the pump. Customer was experiencing frequent high blood glucose levels but declined additional assistance, choosing to monitor their levels and contact support if further issues arose.